Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported a case of inflammation and pain. The patient received an intravitreal injection. The device remains implanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the patient received a subconjunctival injection on four separate occasions. Cultures were taken and were reported to be negative. The event resolved with treatment.